Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device "controls" stopped working during a patient event. In this state, the device would be inoperable and defibrillation therapy may not be available if needed. This issue is patient related; however the customer reported there was no adverse patient outcome.